Event description:
This case was reported by a consumer (sister of pt) and described the occurrence of jaw cancer in a (B)(6) female pt who rec'd super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced cancer of her jaw. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. The rptr saw "something on tv that said it's bad to use." She stated that she is not sure if the cancer is from super poligrip or smoking. Super poligrip is manufactured (B)(4), and neither the product nor lot number for this product is available. (B)(4).